Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and did not tolerate treatment, tachycardia suddenly changed and suffered a cardiac arrest. It was noted that this patient had a medical history of high graded restricted pump function, a very unhealthy heart that may have contributed to this event. A cardioversion and defibrillation were intended to be perform with no success. A mechanical reanimation and pressure supported ventilation. The patient require hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is not related to any bwi product. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).